Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is stuck in the cartridge. No visible damage to the cartridge. There is clear surgical residue on the cartridge. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions - no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of event could not be determined at this time. It should be noted that the foam tip plunger, cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a vision icl (implantable collamer lens) model micl 12.6mm in the cartridge and a haptic tore. No pt contact.